Event description:
It was reported that a patient reported to the hospital with an implantable cardioverter defibrillator that exhibited under-sensing. The under-sensing resulted in a loss of defibrillation therapy. The patient arrythmia was brought back to normal sinus through external defibrillation and cardioversion. The device was successfully reprogrammed. The patient was stable.